Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon broke in half inside me. Tampon tip didn't come out with tampon- vagina [foreign body in reproductive tract] , discomfort - vagina [vulvovaginal discomfort] , painful - vagina [vulvovaginal pain] , top of tampon fell off - tampax [device breakage] , the tampon removed by medical professionals. It was a traumatic and painful experience [complication of device removal] . Case narrative: consumer reported via email that the tampon broke in half inside me. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon broke in half inside me... Tampon tip didn't come out with tampon- vagina [foreign body in reproductive tract]. Discomfort - vagina [vulvovaginal discomfort]. Painful - vagina [vulvovaginal pain]. Top of tampon fell off - tampax [device breakage]. The tampon removed by medical professionals. It was a traumatic and painful experience [complication of device removal]. Case narrative: consumer reported via email that the tampon broke in half inside me. No serious injury was reported.

Event description:
Tampon broke in half inside me... Tampon tip didn't come out with tampon- vagina [foreign body in reproductive tract]. Discomfort - vagina [vulvovaginal discomfort]. Painful - vagina [vulvovaginal pain]. Top of tampon fell off - tampax [device breakage]. The tampon removed by medical professionals. It was a traumatic and painful experience [complication of device removal] case narrative: consumer reported via email that the tampon broke in half inside me. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.